Event description:
It is reported that the patient has been in agony since shortly after his implant operation in (B)(6) 2012. He has had repeated visits with his surgeon and has stated that the implant never felt right. His pain was not relieved by medication. He had revision surgery on (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.